Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during placing the flexor sheath in the right femoral artery the sheath would not pass through the iliac to go up and over the heavily calcified groin and prior scar tissue. The flexor separated when trying to remove. Reportedly the separated portion was not removed, the fluoroscopic band on tip of the sheath was left in the subcutaneous tissue. It was not in the artery via the arteriogram, therefore the physician "figured it best to leave it alone." No other information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath was returned for evaluation. Upon visual inspection the edge of the tubing at the distal end of the sheath was found to be frayed and a kink was observed in the tubing approximately 47 cm from the proximal end. The nynt(nylon natural non-radiopaque tubing]-8.8be material was found to contain multiple areas with accordion type wrinkling. The detached nrlt (nylon radiopaque laminate tubing) tip was not returned. A small portion of the nrlt material remained attached to the distal end of the returned device. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not manufactured according to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted that there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide. A small portion of the nrlt material remained attached to the distal end of the device, therefore the failure was not related to bond separation. Based on the information provided and results of the investigation the most likely root cause may be related to the patient's pre-existing condition (heavily calcified groin). Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that during procedure for left leg percutaneous peripheral intervention (ppi) with access via right femoral artery (fa) the flexor high-flex ansel guiding sheath would not pass through the iliac to go up and over the iliac crest. During the physician's attempt to withdraw the device through a heavily calcified groin, the sheath separated. Arteriogram results revealed the fluoroscopic band on the tip of the sheath to be in the subcutaneous tissue. The separated portion was not removed as the physician determined that "it was best to leave it alone" since it was not in the artery. He reported, at some point, the patient may require additional intervention. No further information was provided.